Event description:
The respiratory therapist was using a biwaze clear system on a patient and seven minutes into the treatment when the biwaze machine made a mild grinding sound. The respiratory therapist reported could smell a burning-type of odor. Thirty seconds later, the respiratory therapist could see clear smoke coming from the side of the biwaze machine. The machine was turned off and unplugged immediately. There was no patient injury. Machine was removed from the patient's room and another one was obtained. The defective biwaze was sent to biomedical engineering. Device was sequestered and biomedical engineering contact the manufacturer. The device was promptly returned to and replaced by the vendor.